Event description:
It was reported that a dexcom g7 continuous glucose monitor became unpaired from the ilet while remaining paired to the dexcom mobile app, and the user was guided to toggle bluetooth, restart, and re-enter the transmitter pairing code to initiate a new pairing process. Symptoms included no adverse clinical effects. Outcomes included no impact to blood glucose control and no need for medical intervention. Investigation included technical support troubleshooting and user education. Investigation of this case revealed that the device functioned with the dexcom app and that re-pairing steps were initiated to restore communication with the ilet. It was concluded that a communication pairing failure occurred between the cgm and the ilet, and user-directed re-pairing was the appropriate corrective action.